Event description:
During a gi bleed procedure for treatment, the guide tube detached. It was reported that the gold tip came off and was left in the pt. The needle was bare when it came out of the scope. The dr went back into the pt and retrieved the gold tip. The procedure outcome was reported as fine and the pt's condition was reported as fine.